Event description:
It was reported that this right atrial (ra) lead was dislodged. This was confirmed through an x-ray and interrogation, pre-discharge. Furthermore, this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.